Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the distal end of the subject device on july 20th, 2021. -micrococcaceae (27 cfu/endoscope) other detailed information such as the reprocessing method was not provided. The occurrence date of the event was unknown. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) got the new information from the user that the subject device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 4, using peracetic acid. The subject device has not been returned to omsc but was returned to olympus europe se & co. Kg (oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the distal end of the device tested positive for coagulase negative staphylococci (1cfu/endoscope). But the testing result cleared the french guideline. Oekg checked the subject device and found followings; -the gluing around lenses was worn out. -the bending section rubber adhesive was peeled off. -the insertion tube was meandering. -the key top of the remote switch 1 was scratched. -the angulation did not meet specification. -the instrument channel was worn out. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.